Event description:
The balloon burst during hand inflation in the femoral artery, which was described as calcified. The procedure was successfully completed with another opta pro balloon. There was no report of patient injury. As per the reporting affiliate, no additional procedural information is available. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.